Event description:
It was reported that after the insertion of the fiber-optic intra-aortic balloon (iab) catheter and the pump was started, the pump alarmed for helium leak. The catheter was removed and a leak was found from the y connector part of the fiber optic sensor (fos) cable. As a result, the catheter was removed and a new catheter was used. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab leak suspected is confirmed. An external leak is confirmed from the iab bifurcate around the fos adhesive. The root cause of the leak from the bifurcate adhesive is a result of manufacturing. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. A nonconformance was opened to further investigate this issue. As a result, corrections have been completed and the nonconformance has been closed. The returned device was manufactured prior to the release of the corrections. Unrelated to the reported complaint, the returned iab bladder was found withdrawn through the teflon sheath. Additional leaks noted on the bladder are consistent with being a result of withdrawing the bladder through the sheath. No blood was noted within the helium pathway. The IFU states: "do not remove arrow iab through hemostasis sheath introducer or hemostasis device. Once unwrapped (unfurled), balloon profile will not allow passage through the sheath and attempted removal in this manner may result in arterial tearing, dissection or balloon damage." An in-service has been requested to reiterate the appropriate method for iab removal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that after the insertion of the fiber-optic intra-aortic balloon (iab) catheter and the pump was started, the pump alarmed for helium leak. The catheter was removed and a leak was found from the y connector part of the fiber optic sensor (fos) cable. As a result, the catheter was removed and a new catheter was used. There was no report of patient complications, serious injury or death.